Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the taper adaptor showed signs of use as well as wear and tear. There are scratches and gouges across the body of the device as well as scratches and gouges on the taper of the taper adaptor. A depth gauge was used to measure the height of the taper to confirm the device was conforming to the print specifications. The associated glenosphere, bearing, and tray were also returned. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left reverse total shoulder arthroplasty with disassociation of the glenosphere from the baseplate. Operative notes were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 110031425; lot# 65592671. Item# 110031411; lot# 66272761. Item# 115310; lot# j7848673. Item# 113611; lot# 66418140. G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of a comprehensive reverse shoulder approximately six (6) months ago. Subsequently, it was discovered during the patient's regular checkup three (3) months post-implantation that the baseplate and taper adapter disassociated. The patient later underwent a revision approximately five (5) months post-implantation. Attempts have been made and no further information has been provided.